Event description:
One patient tested negative using carestart poc test but tested positive by pcr. Patient information was not provided by the hospital (franklin memorial hospital) as it was confidential. No adverse events were reported.

Manufacturer narrative:
Potential root causes for false negative were identified and listed below: 1. Complainant might misinterpret test results. 2. Complainant might not follow the instructions for use (IFU). A. Inadequate sample collection (excess blood or mucus on swab). B. Interpreting result before 10 minutes. C. Not performing test immediately after opening the test device in the pouch. D. Potential contact with foreign substances and household cleaning products during sample collection and testing. E. Operating test outside of storage conditions. F. Excessive buffer application to sample well of test device. 3. Complainant might not use the test in accordnace with its intended use . A. Testing outside of first 5 days of symptom onset. B. Taking high doses of biotin (10 mg per day). 4. (B)(4) of false negative results are expected based on performance characteristics claimed for this test ((B)(4) ppa). 5. Tests might be exposed to extreme environmental conditions during storage. 6. Test that the complainant performed might yield false positive result. Access bio will continue monitor further complaints through our data trending program and take further actions based on identified valid trends.